Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention, the physician was not able to inflate the stent delivery system (sds) balloon to deploy the cypher select plus 3.0 x 33 mm stent. The physician noted that the hub of the sds was cracked. The sds with the stent still in place was successfully removed from the pt. There was not reported pt injury. The pt was successfully treated using a similar device. The target lesion for the procedure was a blocked vein graft used for a fem-pop bypass. The procedure was emergent. The target lesion was reported to be: proximal, a 90% stenosis, not calcified/tortuous, and 40 mm in length. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use with no anomalies noted. The device was not re-sterilized. A boston scientific inflation device was used for the procedure. There was no reported difficulty connecting the inflation device to the sds or flushing the sds. No additional info is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Final assembly DHR review: review of lot 14053857 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The balloon fatigue and burst tests were passed. Six (6) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Non-conformances: non-conformance record phts # (B)(4) was generated due to the limit for the defect of "damaged hub" was exceeded. No action was taken given that the root cause could not be determined, and it was considered that the controls set on the process were able to identify this kind of defect. Process monitoring: no excursions were found for lot 14053857. Proximal shaft assembly: subassembly (B)(4), lot 0108080223, 0108080222, 0108080104 and 0108080098 was reviewed. No other issues were noted that were considered potentially related to the reported complaint. The parameters of the luer hub molding were reviewed and they were found within specification requirements. The product is not available for evaluation and testing. Additional info will be submitted within 20 days upon receipt.